Manufacturer narrative:
This report is submitted on 19 march 2021.

Manufacturer narrative:
This report is submitted on november 24, 2020.

Event description:
Per the clinic, the patient developed a bacterial infection, and experienced skin necrosis and an extrusion of the receiver/stimulator through the skin. The patient was treated with intravenous and topical antibiotics, underwent a procedure on (B)(6) 2020, in order to clean the skin, undergo skin grafting, and have the device explanted.